Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this atrial lead exhibited undersensing and oversensing. This lead remains in service. No adverse patient effects were reported. Due to the limited information provided, additional details are not available.

Manufacturer narrative:
This report is being submitted to correct the impact codes (h6) in section h. Device manufacturers only. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this atrial lead exhibited undersensing and oversensing. This lead remains in service. No adverse patient effects were reported. Due to the limited information provided, additional details are not available.